Event description:
Patient was revised to address dislocation. Update received - patient's medical records were received. Records indicate upon revision the patient's femoral head was found to have titanium impregnation into the ceramic head. The patient's acetabular cup is being added to the complaint.

Manufacturer narrative:
Additional info: age at time of event, date of birth update rec'd 3/27/2013 - ppd and medical records received. This complaint is now legal. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records were obtained and reviewed. From a medical perspective, based on the information available the complaint is unlikely to be product related. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed. From a medical perspective, based on the information available the complaint is unlikely to be product related. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.